Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, while the device was being applied to the vaginal cuff, the needle fell into the cavity of the patient and was retrieved using laparoscopic grasper. New needle was reloaded to complete the case. There was no patient injury.